Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare for investigation. Our investigation is thus based on the information provided by the customer, our knowledge of the product and previous investigations into similar complaints. Results: without the return of the complaint device we are unable to determine what caused the reported break in the gas inlet port of the subject neopuff resuscitator. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The customer elected to repair the subject neopuff resuscitator themselves.

Event description:
A hospital in (B)(6) reported that the gas intlet port of a neopuff infant resuscitator was broken. No patient consequence was reported.